Event description:
The initial reporter received an unspecified number of questionable ise indirect na gen.2 results from patient samples tested on a cobas pro ise analytical unit. The reporter stated that the issue was occurring on multiple analyzers. The reporter was able to provide that two of the analyzers used were cobas pro ise analytical units. They could not provide which analyzer gave the questionable result and which analyzer was used for the rerun. The reporter was able to provide only one example of a questionable result. The initial result was reported outside of the laboratory. The result was lower than expected which prompted a rerun of the sample. The initial result was 133 mmol/l with a repeat result of 140 mmol/l. The repeat result was deemed correct. The serial number of the other cobas pro ise analytical unit is (B)(4). The electrode lot number is w7848 with an expiration date of 05-feb-2023.

Manufacturer narrative:
The customer recalibrated on (B)(6) 2022 and received an error. The customer had to recalibrate three times. The third calibration was within specifications. The qc recovery was provided but the ranges provided in the report appear too wide to be the customer's actual ranges. The customer stated that the qc recovery was acceptable. The field service engineer (fse) inspected the analyzer with serial number (B)(4) for any ion-selective electrode (ise) abnormalities and did not find any. He then cleaned the mixing vessel, waste nozzle, sipper nozzle, and sample probe. The fse replaced all of the electrodes. The customer performed calibrations, qcs, and precision tests using patient samples on both analyzers with acceptable results. The analyzers were verified to be functioning within specifications. After service, no further issues were reported by the customer.  The cause of the event could not be determined.